Event description:
The pacemaker involved in this report was implanted on (B)(6) 2011. Reportedly, the pt is pacemaker-dependant. During a follow-up performed on (B)(6) 2011, loss of capture was observed. However, threshold tests were performed successfully. It was reported that normal operation was observed with short programmed avd, whereas abnormal operation was observed when the programmed avd was too long.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.